Manufacturer narrative:
Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the physician thought there might be an allergic reaction. It was unsure whether a local tissue reaction was an allergic reaction to the ins or had a different source. The doctor was exploring multiple possible reasons. No surgical intervention had occurred, and the patient was alive with no injury. Additional information was received from the manufacturer representative reporting that the implant side showed some red colored marks with unknown condition. This began shortly after implant, over a couple days. The cause of the irritation was not an allergic reaction, this has been a slow proceeding infection.